Event description:
The product was used during a laparoscopic gastro resection procedure reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.